Event description:
It was reported that, since a couple of weeks prior to report, the patient believed the pump had been moving. It was stated that sometimes the pump was ¿setting on her hip bone¿ and sometimes the pump would go ¿up under her rib cage¿. It would also move and tip, but would go flat again if the patient stood up. The reporter did not think that the pump had flipped so that the port was facing the opposite direction, but stated that, after sitting for a while, it would flip when she stood up. She did not think or know that it flipped over, but thought that it flipped so that the refill port was still facing out. To the reporter¿s knowledge, the pump had not been moving or flipping immediately after implant. The device system was used to deliver bupivacaine and morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient may have been a twiddler, but no specific details were reported. It was unknown if the issue resolved by the previously reported revision.

Event description:
It was later reported that the date of the pump pocket revision was (B)(6). The patient't health care provider suspected the patient was a twiddler. After the pocket revision the patient was doing fine and receiving effective therapy. The patient was satisfied with the positioning of the pump.

Event description:
It was later reported that the pump had been revised once since it flipped.